Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigaation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2023. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. Additional information, including product return availability, was requested from the account; however, no further information has been provided at this time. The device was not returned for evaluation. The heartmate 3 lvas IFU, rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.